Manufacturer narrative:
E1 initial reporter city: (B)(6).the device was returned for analysis. Visual inspection revealed the device in good condition with no issues noted. Impedance testing shows a wave form with presence of transmission line but very weak transduce. During image characterization testing, a poor image appeared in the ilab system. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. Impedance test at transducer level was performed and showed weak rh peak of 17(ohms).

Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was dark. The device was removed from the patient and when it was wiped with cotton, the device separated about 30 cm from the tip with no resistance being felt. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was dark. The device was removed from the patient and when it was wiped with cotton, the device separated about 30 cm from the tip with no resistance being felt. The procedure was completed with another of the same device. There was no patient injury.